Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the lead implanted a the l3 vertebral level had migrated. Surgical intervention was undertaken and the lead was removed and replaced. Postoperatively, the patient reported receiving effective therapy.